Event description:
A malfunction alarm was reported by the customer, with malfunction code "malf 0" displayed. There was no reported impact on the customer's blood glucose level. The customer received pump reset information from technical support and successfully reset the pump. The same malfunction code did not recur after resetting, and the customer continued to use the pump for insulin therapy.